Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 447 mg/dl. Customer had treated their high with a bolus delivery. It was also reported the customer's transmitter does not blink when connected to their sensor. Customer also reported they were experiencing pain at site and they had several bent cannulas. No additional information provided.

Manufacturer narrative:
Inspected 3 opened/used enlite sensors and performed bicarbonate buffer test, 2 of 3 sensors failed per specification. 1 of 2 sensors failed for low readings 2nd sensors failed with no isig readings detected. Checked lab transmitter for proper use and transmitter passed per specification. 1 remaining sensor passed per specification with accurate readings. Also found 3 cannula bent. Unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.